Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 115 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.